Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. After each alarm, the customer changed the supplies on the pump. The customer's blood glucose (bg) level was 472 mg/dl and the customer was vomiting. An insulin injection was used to lower the bg level. The vomiting stopped after the bg was lowered. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.